Manufacturer narrative:
E1: initial reporter facility name: (B)(6) clinical hospital h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was leaking the following information was received by the initial reporter and translated into english with the verbatim: during an on-site investigation, it was found that the product leaks solutions during bolus administration in connection with a 10ml bd syringe. It has been observed in several situations that there is backflow of blood and leakage of solutions between the valved connector and the polyfix, the product is not fulfilling its purpose, presenting constant leakage and wetting patients. Putting patient treatment at risk due to loss of medication.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a mz1000-br product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22075797. The customer indicates that they observed a backflow of blood and leakage at the connection with a 10ml bd syringe. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that a leakage was present at the connection of the syringe and the maxzero connector. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22075797 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br product in the past 12 months.